Manufacturer narrative:
Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was found to high unstable thresholds with no capture at maximum pacing output. The lead was intermittently undersensing. The lead was reprogrammed until it could be revised. The lead was revised and repositioned remaining in use. It was further reported that the right ventricular (rv) lead had high impedance with oversensing and noise with short v-v intervals noted on electrocardiograms. Non-sustained ventricular tachycardia was also noted on the electrocardiograms. The lead was suspect of a fracture. The lead was programmed off until it could be revised. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.